Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the caller noticed when they touched the implant area it felt hot. The caller said the area feat as hot as their phone would feel when their phone would over heat. The caller said that they didn¿t think the implant area should be getting that hot. Caller stated that they didn¿t think an infection would get hot and said they knew the implant battery could heat up. Patient services reviewed info about listed adverse event and reviewed info about emi and device component heating potential, but reviewed it was not expected for the ins battery itself to heat up and implant should be checked by the hcp. Caller said they didn¿t know if the patient had a rechargeable device, but didn¿t think so and said they didn¿t think the patient was charging the implant. The caller said that the patient was acting differently, not like themselves, and acting ¿apathetic.¿ there were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.